Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2023, the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 29 mmol/l. The customer changed the pump accessories and blood glucose levels decreased. However, the next day, (B)(6) 2023 the customer experienced the same issue with blood glucose levels of 17 mmol/l, and alleged the device is not delivering the insulin correctly.